Event description:
It was reported the patient experienced pain located at the ipg site. As such the ipg was repositioned to address the issue on (B)(6) 2023.

Manufacturer narrative:
Date of the event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.